Event description:
It was reported that the patient presented for a device changeout procedure. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing resulting in inappropriate automatic mode switch episodes. The atrial lead was capped and replaced on 02 may 2023. The patient was in stable condition.